Event description:
A surgeon reported that during surgery, the vitrectomy worked intermittently. It stopped, continued, and stopped approx 15 times during the surgery. Add'l info has been requested regarding the event details and pt impact, but none has been provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).